Manufacturer narrative:
UDI number is unknown a product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the new device during initial start-up / functional test, emits very loud noises (pump). No patient involvement.

Manufacturer narrative:
Other, other text: one device was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device was unpacked and after a visual inspection the tank was filled with water and a disposable was attached. The device was turned on and it had start working normally, without any loud noise. The device cover was open, to check if some screw or anything it is lose, but nothing was found. A long-term test was performed. Two days the device was let to run, and all the time the pump was running smooth and quiet, and no loud noise had occurred. At the end a functional test was performed, temp was stable and in the range all time. The complaint is unconfirmed. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore no manufacturing or service records review is needed. O-rings and tank gasket were replaced. Device was then re-tested and passed all functional tests.